Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. One used, decontaminated device was returned for evaluation. According with the visual inspection under normal conditions of illumination and functional test by introducing distilled water with a syringe. The failure mode, leaking the complaint was confirmed. The root cause is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that blood leaked from the rubber valves. There was no patient involvement, and no harm reported.